Manufacturer narrative:
Although the investigation is still in progress, testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m134207 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m134207 and test base part number 190-430 / lot m134207 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative and false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m134207 showed that the complaint rate is (B)(4) for both. A supplemental report will be submitted after the investigation is complete.

Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result from a direct kitted nasal swab with the ID now covid-19 test performed on (B)(6) 2020. Repeat testing using a new sample with the ID now covid-19 assay generated negative results. Confirmatory testing was not conducted. The customer confirmed no death or serious injury occurred based on the ID now covid-19 result, but indicated that results had an impact as the customer did not know how to advise the patient. Although requested, additional patient information, including treatment and outcome, has not been provided at this time. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as a malfunction, as it is unknown which result is correct.

Manufacturer narrative:
Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.